Manufacturer narrative:
Block h6: device code 1069 captures the reportable issue of trip wire felt stuck. Block h10: although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Additional information: a1 (patient identifier), e1 (initial reporter facility name), (initial reporter address 1)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with varicose band ligation procedure performed in the esophagus on (B)(6), 2020. According to the complainant, prior to the procedure, the device was mounted onto the endoscope and the trip wire was tensioned; however, the trip wire felt stuck and it was noted that there was too much strength on the reel not allowing the device to attach to the tip of the equipment. Reportedly, the device was removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable issue of trip wire felt stuck. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the trip wire was partially rolled in the handle assembly and it was bent in several locations. It was also noted that there was evidence of the trip wire not secured in the handle assembly slot. Media inspection was performed and the same observations were noted. A crimp was broken and was present on the tripwire. The suture was attached to the trip wire and it was likely cut. Further analysis noted that the evidence of suture cut was likely to remove the device from the scope. This condition is not considered as an issue of the device. It was possible to observe that there were five bands attached on the ligator head while the ligator head teeth were intact. The suture hole did not have any visual damage. A functional evaluation could not be performed due to the trip wire not secured properly in the handle slot. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label, as the trip wire was not secured in the handle slot and the slack was not removed, indicated in the step 4, 7 and 8 and in figure 6a.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with varicose band ligation procedure performed in the esophagus on (B)(6) 2020. According to the complainant, prior to the procedure, the device was mounted onto the endoscope and the trip wire was tensioned; however, the trip wire felt stuck and it was noted that there was too much strength on the reel not allowing the device to attach to the tip of the equipment. Reportedly, the device was removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with varicose band ligation procedure performed in the esophagus on (B)(6), 2020. According to the complainant, prior to the procedure, the device was mounted onto the endoscope and the trip wire was tensioned; however, the trip wire felt stuck and it was noted that there was too much strength on the reel not allowing the device to attach to the tip of the equipment. Reportedly, the device was removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.